Event description:
Pt spontaneously called and states that her cadd legacy pump sn (B)(4) (08/29/2019) is not allowing her to reset her reservoir volume. Pt states she presses enter, then clears and current value in that field does not reset. Pt was able to successfully switch to back up pump with no interruptions in her infusion. Error did not occur while in use and did not cause any harm to the pt. Pharmacy will send replacement. Reported to (B)(6) by pt/caregiver.